Event description:
Pieces of the tampon were falling off and they had been stuck in me [foreign body in reproductive tract]. Painful/lower abdomen [abdominal pain lower]. Discomfort- lower abdomen [abdominal discomfort]. Pieces of the tampon were falling off [device breakage]. Case narrative: consumer reported via phone that pieces of the tampon were falling off and became stuck in her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pieces of the tampon were falling off and they had been stuck in me [foreign body in reproductive tract] painful/lower abdomen [abdominal pain lower] discomfort- lower abdomen [abdominal discomfort] pieces of the tampon were falling off [device breakage]. Case narrative: consumer reported via phone that pieces of the tampon were falling off and became stuck in her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress. Complication of device removal event removed.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pieces of the tampon were falling off and they had been stuck in me [foreign body in reproductive tract]. Painful/lower abdomen [abdominal pain lower]. Discomfort- lower abdomen [abdominal discomfort]. Pieces of the tampon were falling off [device breakage]. Pieces of the tampon were falling off... Stuck in me. I had to dig for the remaining pieces [complication of device removal] . Case narrative: consumer reported via phone that pieces of the tampon were falling off and became stuck in her. No serious injury was reported.